Manufacturer narrative:
The device was not returned and the lot number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking from the last fill line. The leak was observed during dwell two of four of peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) advised the patient to restart therapy with all new supplies. Rts reviewed proper procedures per the user manual with the patient. There was no patient injury, or medical intervention associated with this event. No additional information is available.